Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had been trying to get a hold of medtronic for about 5-6 months. Patient stated every time they had an appointment, their healthcare provider said they would call the reps and set up someone to meet with them, but either the doctors weren't able to make contact or a rep never showed up. Patient said their stimulation was not working correctly and they couldn't get it to change from groups a, b, or c consistently, and sometimes they were unable to turn stimulation on. Patient mentioned they had tried resetting the controller, but that didn't resolve the issue. Patient wanted to meet with a representative for reprogramming and to have the functionality of the stimulator assessed. Agent offered to reach out to local reps via email for visibility and requested they call the patient back; agent did not offer a timeframe guarantee on when the patient could expect to hear back from them.